Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The device received an internal/external inspection and functional testing. The cause was determined to be an unexpectedly high ultrafiltration (uf) compared to other therapies. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 23:21:25 during night drain cycle 14. No additional information is available.